Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per instructions for use, catheter migration is a known possible risk of use of the intrathecal catheter. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report that a patient's catheter was revised due to catheter migration. The patient's catheter tip had fallen. The physician cut the catheter, used a sjm stylet to reposition the catheter tip, and then used a revision kit to reconnect the catheter. Around a week later, the patient's catheter tip had fallen again and another catheter revision occurred. The revision was performed at the distal end of the catheter, and the barb was re-used from the previous revision kit to connect the segments. This MDR was opened to capture the second revision. The first revision will be captured through MFR 3010079947-2021-00048.